Event description:
(B)(4). It was reported that chest pain, diaphoresis and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with stable angina. Four days later, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the ramus with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 24 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. The target lesion #2 was a de novo long lesion located from the proximal to mid right coronary artery (rca) with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The target lesion # 2 was treated with direct placement of overlapping 3.00 mm x 16 mm and 3.0 mm x 38 mm promus element¿ plus stents. Following post-dilatation, residual stenosis was 0%. Also, the 100% isr of the previously placed unspecified stent in the left circumflex (lcx) was attempted to canulate with a 2.0mm x 8mm apex balloon catheter but failed due to the lesion characteristics. One day post-procedure, the patient was discharged on aspirin and prasugrel. In (B)(6)2014, the patient presented with sudden onset chest pain associated with diaphoresis. Patient's electrocardiogram (ECG) showed sinus rhythm, marked left axis deviation, possible right ventricular conduction delay and the st elevation anterior myocardial infarction. Patient's cardiac enzyme levels were noted to be negative. Subsequently, coronary angiography was performed and revealed 100% occlusion of the previously placed 2.50 x 24 mm promus element¿ plus study stent. The 3.00mm x 16mm and 3.00mm x 38mm promus element¿ plus in rca were patent. Three days later, the physician performed a multivessel coronary artery bypass graft (CABG) from saphenous vein graft (svg) to posterior left ventricular branch (plvb). In addition, a non-target vessel revascularization (non-tvr) was performed from left internal mammary artery (lima) to left anterior descending (lad) artery. Five days post procedure, the event was considered as resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).